Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The memory content of the ICD was inspected. The inspection revealed that the device detected a tachycardia during a normal sinus rhythm, thereby confirming the clinical observation. The root cause for this behavior was determined to bean inconsistent memory content in the device memory regarding the programmed therapy zones. Furthermore, the analysis revealed that the ICD automatically detected and repaired the inconsistent memory content during the night on (B)(6) 2016 at 0.04 a.m. Please note, the parameters programmed for therapy are per design saved at multiple locations to reduce the risk of an unintended alteration caused by invasive external electromagnetic influences, such as therapeutic radiation or cosmic radiation, especially during extended long-distance flights. The probability of an in consistent memory content resulting in such a clinical observation is extremely low and the first observation of an affected therapy programming worldwide. (B)(4). In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation. An inconsistent memory content was identified as the root cause for the observation. Furthermore, the data revealed that the automatic device check repaired the inconsistent memory content and documented a normal device function afterwards. Due to the extremely low probability of re-occurrence, no further technical intervention is advised. We regret any inconvenience caused.

Event description:
Ous MDR - this patient received four shocks while driving his car. The device recorded a vf episode. However, when the iegm was opened, we see that there is no arrhythmia present in the recording prior to the shock. The patient is as vs with no type of tachycardia. The device charged spontaneously and delivered an initial shock to the patient. After the fourth shock, there was some sort of electromagnetic interference observed that the device detected as vf, and the device does not react in any way to this noise. Furthermore, according to the device, this episode was more than 5 hours long. The event date was not provided and the device remains implanted.